Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; power cord bay door is broken and the display has vertical lines during interrogation and is partially distorted when switching between various operations due to a printed circuit board assembly. Analysis also found a noisy system fan. It is noted an EKG cable was incorrectly installed; it was stuck and had to be removed with force which caused a loose ECG (electrocardiogram) connector and damaged the ECG cables. Product ID 2067 rf head. (B)(4).

Event description:
It was reported that the programmer's back needed repair and that its screen had interference. It was also reported the center of the display is very fuzzy and is difficult to read. The programmer and rf (radio frequency) head were returned to the manufacturer,analyzed and tested out of specification. No patient complications have been reported as a result of this event.